Event description:
It was reported the catheter was successfully placed. The line was cleared and attached to the power injector. The injector was set at 18 pushing 40 volume at 600psi. The injector was turned on and approx 1.5 cm outside the pt's body the catheter split causing contrast media to spray the cath lab. A 2nd catheter was used and upon power injecting, the same thing occurred. As a result, a non-berman catheter was used. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.